Event description:
On (B)(6) 2014, customer claims the toothbrush cracked one of her molars.

Manufacturer narrative:
On (B)(6) 2014, consumer reports that they noticed the brush head was banging on the upper molars. Customer states that she did not notice the chip until she went to the dentist. Consumer has agreed to returned the product for evaluation.